Manufacturer narrative:
Due to character limitation in e1, event telephone:+(B)(6).a supplemental report will be submitted upon completion of our investigation

Event description:
It was reported by getinge fse during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) unit had drive manifold tests failed. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, conclusion), h11. Corrected fields: d8. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly was defective and was replaced. The unit passed all functional and safety tests then returned unit back to customer.

Event description:
N/a.